Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. It was stated that the piston was not working and the customer attempted to restart the insulin pump, but it didn't resolve the issue. The blood glucose reading was 250 mg/dl. Troubleshooting was conducted for the reservoir and infusion set. The customer stated that insulin did exit the tubing. The customer rewinded the insulin pump, re-inserted the reservoir, and ran a manual prime. The insulin pump alarmed no delivery once again. The customer will call back to replace the infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.